Event description:
It was reported that a balloon issue occurred. The 1.20mm x 15mm emerge balloon was selected for use. However, the balloon was punctured. Additional information has been requested.

Manufacturer narrative:
B3 date of event was estimated based on the aware date as the actual date was not provided.

Manufacturer narrative:
B3 date of event was estimated based on the aware date as the actual date was not provided. The device was returned for analysis. Visual inspection of the hypotube shaft revealed no kinks or damages. Microscopic inspection of the balloon, tip, and markerbands identified no damage. Microscopic inspection of the shaft revealed the inner lumen was stretched and prolapsed 6.8 cm from the distal tip, and the outer lumen was punctured 7.2 cm from the distal tip. The device was attached to an encore inflation device and a leak was identified coming from the punctured outer lumen and the distal tip. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon issue occurred. The 1.20mm x 15mm emerge balloon was selected for use. However, the balloon was punctured. Additional information has been requested.